Event description:
Caller reported an alarm 2 occurrence. There was no adverse impact to the customer¿s blood glucose level as it did not exceed dangerous levels. The customer resolved the issue by resuming insulin, and no additional assistance was deemed necessary, leading to the closure of the case by technical support.